Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a stroke occurred. In (B)(6) 2015, the patient had a 30mm watchman ® laa closure device implanted successfully. It was noted that the device was placed distal to and spanned the entire laa ostium. In (B)(6) 2015, while at home, the patient developed a tingling in the right arm and leg, but was still able to walk properly. Approximately four hours later, the patient was no longer able to move his right arm or leg. By the time the patient arrived at the emergency department, the symptoms of hemiplegia had already improved but memory problems were also noted. The patient remained in the hospital for about a week. The right hemiplegia cleared up almost entirely, but the memory problems remained. The patient was discharged with outpatient speech therapy and physiotherapy and treated with medication. The event was considered resolved in (B)(6) 2015.